Event description:
A customer contacted beckman coulter (bec) reporting a leak of an unknown amount which appeared to be cleaner coming from the pinch valve (pv 24) of the coulter hmx autoloader analyzer (115v). The instrument was in shutdown when the leak was observed. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse discovered that the leak was caused by worn tubing at the pv24. The fse replaced the tubing resolving the leak. The fse also replaced the pinch valve (pv66) and vacuum chamber (vc10) as preventative maintenance. Failure mode is related to worn tubing at pv24. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).